Manufacturer narrative:
The product was returned for analysis, and the reported damage was observed. Iol returned pressed against one post of the lens case base well. Solution is dried on the iol. One haptic is broken/torn and not returned, the other haptic is slightly deformed. The optic is scratched/marked-rejectable. The reporter states the use of company cartridge, which is not qualified to be used with the associated product. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow (instructions for use) IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, the lens leg was broken. There was no patient contact. Additional information has been requested, yet no new information received.